Manufacturer narrative:
The reported failures of evt_internal_batt_not_detected, evt_internal_batt_depleted, evt_soft_power_fail, evt_battery_not_charging_fault, evt_detach_batt_wake_volt_failed are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was returned to the third-party service center and multiple error codes related to the battery were observed. Evt_internal_batt_not_detected means the internal battery cannot be detected. Evt_internal_batt_depleted means the internal li-ion battery is depleted and has not been disconnected. Evt_soft_power_fail means the last battery is depleted and ac is not connected. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. Evt_detach_batt_wake_volt_failed means the detachable li-ion battery is connected and v_wake_det is greater than 10.000v. The internal and detachable batteries need to be replaced to address the issues.